Manufacturer narrative:
(B)(4). The customer reported a failure to alarm. The pt expired. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a failure to alarm. The pt expired.